Manufacturer narrative:
Describe event or problem: updated to include new information obtained. Initial reporter address 1: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 13 atmospheres, the balloon ruptured. The device was simply removed as a whole, and the procedure was completed with another of the same device. No patient injuries were reported.

Manufacturer narrative:
E1: initial reporter address (B)(6). Device evaluated by manufacturer: returned product consisted of an nc emerge balloon catheter. The device was visually and microscopically examined. There were numerous kinks to the hypotube of the device. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded. At the distal marker band, there was a pinhole to the balloon.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.75mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during first inflation at 13 atmospheres, the balloon ruptured. The device was simply removed as a whole, and the procedure was completed with another of the same device. No patient injuries were reported.